Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During the initial procedure, the physician also repaired the patient's right iliac artery (distal to the ovation limb), and a perforation was seen on angiogram. Therefore, the physician implanted two (2) vbx (non-endologix) stents; this is an off-label procedure due to noncompatible use of ovation with a non-endologix device. A few hours post initial procedure, the patient was noted to still be bleeding. The physician elected to treat the patient by implanting an additional ovation ix iliac limb device. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported abnormal bleeding of the right external iliac artery (distal to the ovation limb) with resultant secondary endovascular procedure is confirmed. The event is most likely user related as the initial procedure was off label as the right iliac artery was reported to be 6.0cm and the left iliac artery was 4.0cm (should be 8-25mm), and the off label concomitant device use of non endologix stents (2 viaban stents placed in the right external iliac artery). The procedure related harms identified were a secondary endovascular procedure, abnormal bleeding, hemodynamic instability, acute renal failure, respiratory failure and a prolonged hospitalization. The final patient status was discharged to in patient rehabilitation on post operative day eleven in stable condition. It should be noted that the perforation indicated in b5 was filed under MFR# 3008011247-2020-00024. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During the initial procedure, the physician also repaired the patient's right iliac artery (distal to the ovation limb), and a perforation was seen on angiogram. Therefore, the physician implanted two (2) vbx (non-endologix) stents; this is an off-label procedure due to noncompatible use of ovation with a non-endologix device. A few hours post initial procedure, the patient was noted to still be bleeding. The physician elected to treat the patient by implanting an additional ovation ix iliac limb device. The patient reportedly tolerated the procedure well. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment determined the initial procedure was off label as the right iliac artery was reported to be 6.0cm and the left iliac artery was 4.0cm (should be 8-25mm).